Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: (B)(4).

Event description:
It was reported that an lcb plate was identified as broken 5-months post-operatively. Cultures were taken for possible infection. A revision surgery was performed.